Event description:
It was reported that the right ventricular lead exhibited loss of capture, loss of sensing and a lead impedance measurement anomaly. X-ray examination indicated a possible lead fracture at the clavicle region. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.